Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The account alleges that the printed circuit board and communication cables were defective, resulting in an inability for nurse call system to send a signal to the nurses' station.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. The reset was caused by a low battery voltage. With a replacement battery, normal function, current drain, and power consumption were noted. The device's electronic circuitry was tested on the bench and in the automated test equipment; all functional measurements were normal. The original battery was returned to the vendor for destructive analysis. An internal battery anomaly was found to be the cause for the premature battery depletion.

Event description:
It was reported that the device went into hardware reset mode.